Event description:
During procedure start post intubation, oxygen saturations decreased briefly. Troubleshooting done, additional support given, and oxygen level returned throughout procedure. Upon extubation, the balloon on the endotracheal tube was malformed.